Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the cartridge compartment was observed to be cracked and chipped. The cartridge cap was still able to secure to the pump. The battery compartment was also observed to be cracked below the bumper pad. The pump case was also found to be cracked near the top right corner of display. The clip insert was also found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.